Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the alarm history revealed no motor alarms. There was no debris observed in the cartridge compartment. A full rewind to 206u was successfully completed multiple times, and a prime sequence was successfully completed with no alarms. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of debris was found on the lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.